Event description:
The lead was electively explanted, post op visual by the physician noted j retention wire fracture without protrusion through the outer polyurethane insulation. Explant method: intravascular/superior. Technique/tools: direct traction with locking stylet, laser sheath. No complications.